Event description:
Patient's blood glucose level in the morning was 155 mg/dl. She went to work and started to feel ill by lunch time. She went to the ER and found her glucose level had risen to 600mg/dl. She had changed her cartridge and set the day before and her insulin infusion pump had not alarmed. Her blood glucose level returned to normal after she changed her cartridge, set, and insulin and started to use her back-up pump. She discarded the disposable items.